Manufacturer narrative:
11/6/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied another device to complete the procedure. The hospital has reported that the patient's condition is satisfactory.